Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that reloading the software onto viewing station computer resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information that, while outside a procedure, the mobile view station (mvs) displayed an error while performing fluoroscopy tests. There was no patient present when this issue was identified.